Manufacturer narrative:
The standalone board was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The standalone board failed the bench test. The board was completely dead, leds and fans would not turn on, voltages measured at zero. Relay performance test passed. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that they site booted up the system and received a message that the mobile view station (mvs) was connected but not ready. The site rebooted the system with the umbilical disconnected and that did not resolve the issue, the system said x-ray disabled, mvs connected, not ready, and initializing. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the stand-alone board was defective. The board was replaced and the issue was resolved. A system checkout was performed and the system was working as intended. The stand-alone board has been returned to the manufacturer for analysis, however results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that they site booted up the system and received a message that the mobile view station (mvs) was connected but not ready. The site rebooted the system with the umbilical disconnected and that did not resolve the issue, the system said x-ray disabled, mvs connected, not ready, and initializing. There was less than an hour delay in the procedure. No impact on patient outcome.